Manufacturer narrative:
This report is submitted on may 26, 2020.

Event description:
Per the clinic, the patient experienced intermittent poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.